Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). A 3.00x32mm promus element plus stent was selected to treat but could not cross the lesion. It was noted that the stent was damaged. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients status is good.